Event description:
Event description guidant received information that this implantable lead, which was implanted one day, exhibited noise on the rate/sense which inhibited pacing and caused non-sustained ventricular tachycardia for which a shock diverted. The lead was explanted and replaced with a guidant product.